Event description:
Clinical report states, the patient was revised due to loosening. There was failure of osseointegration of the cement-bone interface on the femur, failure of osseointegration of the cement-bone interface in the tibia, and failure of the tibial implant cement interface. The manufacturer of the cement is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: manufacturer name/address, contact office name/address. The device associated with this report was not returned. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database were not provided. The investigation could not draw any conclusions regarding the reported event with the provided information. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.